Manufacturer narrative:
Concomitant medical products: d314trg crt-d, implanted on (B)(6) 2013; 5071-35 lead, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was experiencing rising pacing impedance. The pace/sense portion of the rv lead was capped and replaced by a previously capped lead. The rv and superior vena cava (svc) coils of the rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.